Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp could not be zeroed. There was a 60 minute delay and no adverse consequences.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The device was returned for service. A review of manufacturing records was performed and the device was found to have conformed to specification when released the generator has been checked for service history, no abnormal use was found. The broken parts were replaced the generator has been checked for service history, no abnormal use was found. The broken parts were replaced. The generator passed the electrical safety test and the final test. The battery and analog pcb assemble was broken.